Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pt said that her device was implanted for nerve problems because her right leg is numb and she has back issues. Pt said that at first her device worked fine but then at some point the it made her nerves feel like they were "burning". Pt said that for that reason she had her device explanted and she said that the burning is feeling a little better now. The patient noted that they think the device was explanted in 2019.